Event description:
It was reported that during a da vinci-assisted nipple-sparing mastectomy surgical procedure, a tear was found on the tip cover accessory of the monopolar curved scissors (mcs) instrument. The instrument was immediately removed intact and inspected. No pieces were found to be missing. Reportedly, no adverse event occurred. A replacement tip cover was placed, and the instrument was used again to complete the procedure. Isi followed up with the initial reporter and obtained the following additional information: the reported issue was noticed when the instrument was inside of the patient. The instrument was immediately removed with no pieces missing. There was a single tear.

Manufacturer narrative:
Based on the claim against the product by the customer noting a tear was found on the tip cover accessory of the monopolar curved scissors (mcs) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the tip cover accessory involved with this complaint and completed the device evaluation. The tip cover was analyzed and found to have tearing at the mouth. Tears are axially aligned with the tip cover and measure approximately .255¿ in length. There are no signs of thermal damage present at the end of any tears. The complaint was confirmed by failure analysis, which indicated that the part did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to damage during use. Damage to tip covers is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears.